Event description:
One pt sample with free t4 result of 23.4 pmol/l, which does not fit with clinical picture of pt. Same sample repeated by another method gave 21.4 pmol/l. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.